Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. (B)(6). (B)(4).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
Customer reported that "this equipment appears to have a high level of symptoms than other root + sedline module equipment." Customer indicated that although the patient was under anesthesia, the psi was above 90. Additionally, the sensor is not being recognized. No known impact or consequence to patient.